Event description:
Additional information was received that an incomplete diagnostic did occur and resulted in the patient being program to 1.0 ma for a short time. The physician did not notice this change prior to the patient leaving the office and the patient left with his generator turned on.

Event description:
It was initially reported that the patient had painful stimulation in his jaw during a systems diagnostics. The patient had been programming off previously and the painful stimulation was believed to be related to the stimulation from diagnostics. The patient later contact the manufacturer and reported the intense pain in the jaw continued after the appointment and seemed to be occurring every hour. The patient followed up with the physician and it was determined that the patient was accidentally left on. The patient was then programming off again and is not having any additional intense pain but still has some residual pain in the jaw. Since the patient was reporting that the intense pain was occurring every hour there is a suspected incomplete diagnostics that may have occurred that left the patient programmed on and to an off time of 60 minutes. The physician states that the issue of pain has resolved, and was a result of the vns being programmed on for a short time but it is turned off now and the patient has completed recovered after allowing time for healing. It is still unclear if an incomplete diagnostics occurred. Good faith attempts for additional information have been unsuccessful to date.